Manufacturer narrative:
Calibration and controls were acceptable. Upon review of the alarm trace from (B)(6)2024, there were 20 sample clot alarms, 19 sample short alarms, and 87 sample foam alarms. These are indicators of sample quality issues. An instrument check was performed and the pre-wash signal check failed. This is consistent with either poor washing or a damaged sipper nozzle. Measuring cell counters also showed that the age of the measuring cells was outside of specifications. The sample centrifugation conditions were not done as recommended by the tube manufacturer. A review of camera images from the analyzer showed the gripper wheels covered with dust. Nearly all sample images showed film or particles in the samples. The investigation did not identify a product issue. The issue is consistent with insufficient pre-analytic sample handling.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible elecsys troponin t hs assay results for six patient samples tested on a cobas e 801 analytical unit. The first sample initially resulted in a troponin t value of 21.6 ng/l. The sample was repeated three times, resulting in values of 15.0 ng/l, 13.2 ng/l, and 13.4 ng/l. The second sample initially resulted in a troponin t value of 32.5 ng/l. The sample was repeated twice, resulting in values of 24.8 ng/l and 25.0 ng/l. The third sample initially resulted in a troponin t value of 24.7 ng/l on (B)(6) 2024. The sample was repeated twice on (B)(6) 2024, resulting in values of 9.07 ng/l and 9.76 ng/l. The fourth sample initially resulted in a troponin t value of 18.4 ng/l on (B)(6) 2024 and it repeated as 14.4 ng/l on (B)(6) 2024. The fifth sample initially resulted in a troponin t value of 17.4 ng/l on (B)(6) 2024. The sample was repeated twice on (B)(6) 2024, resulting in values of 13.0 ng/l and 13.6 ng/l. The sixth sample initially resulted in a troponin t value of 21.1 ng/l on (B)(6) 2024. The sample was repeated twice on (B)(6) 2024, resulting in values of 6.11 ng/l and 5.81 ng/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.